Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and after running samples error 2300 s.loader step feed failure reoccurred. The fse observed the pitch sensor flag of x1-axis home position direction was incorrect, fse realigned the pitch sensor flag of x1-axis and resolved the complaint. Fse repaired and validated the analyzer by successfully performing daily check and ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 2300 s.loader step feed failure from 30nov2024 through aware date of 30dec2025. There were 31 similar complaints identified during the search period for aia-900 including this case and 7 similar for aia-900r. A 13-month complaint history review and service history review for similar complaints was performed for 2302 s.rack not moved completely failure from 30nov2024 through aware date of 30dec2025. There were 4 similar complaints identified during the search period for aia-900 including this case and 1 similar for aia-900r. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2300) s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. (2302) s.rack not moved completely cause: the rack feed sensor s072 failed to go off when step (x1) feed took place. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s072, the step feed position, and the step feed mechanism. The most probable cause of the reported event was due to misalignment of the pitch sensor flag of x1-axis home position.

Event description:
A customer reported error message ¿2300 s.loader step feed failure and 2302 s.rack not moved completely¿ on the aia-900 analyzer. The customer stated the rack samples were not going through, retired again, ran quality control (qc), and received both errors. The rack was stuck in the processing area and was able to clear the rack. Technical support specialist (tss) instructed the customer to shut down the analyzer and repeat the daily check and qc. While running qc, as the rack entering the processing area the errors occurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.